Manufacturer narrative:
An investigation has been initiated. Requests have been made for additional info regarding the pt, device, and event. To date no further info has been provided. When the investigation is complete, final report will be submitted.

Event description:
It was reported that a "dfxl cath was implanted on the femoral vein. The pt gave a pull on the catheter. It got out, but the wings stayed in place."